Event description:
It was reported the pt's ipg is no longer functioning. It was also reported the charger and programmer can no longer communicate with the ipg. The pt will be referred to a doctor for possible surgical intervention.

Manufacturer narrative:
Correction numbers: 1627487-0726012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.